Event description:
A laboratory user reported on (B)(6) 2021 that a result had all electrolytes flagged as critical. The result was caught in the laboratory and corrected before it was released to the laboratory information system (lis). Due to insufficient evidence and the inability to reproduce the issue, data innovations technical support and the customer are unable to determine if this is a malfunction of the instrument manager software. The investigation is ongoing at this time. There was no report of patient harm.